Manufacturer narrative:
Unit received with cracked case at display window corners, cracked case at reservoir tube window corners, broken reservoir tube lip, missing o-ring , reservoir tube, broken battery tube threads and minor scratches on lcd window.

Event description:
The customer reported via phone call that the insulin pump is damaged. Customer's blood glucose was 168 mg/dl at the time of incident. Troubleshooting found that the display screen is cracked under the esc button and at the window of the reservoir compartment. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and agreed to return the product for analysis.